Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, after the surgeon fully implanted the device, he closed the incision and performed one last test inflation and discovered that the cylinders would not hold fluid. The surgeon then re-dissected and pulled the preconnected cylinders and pump out. After examining the implant, he discovered there was a tubing break near the tubing/cylinder junction on the left cylinder. Due to the defective implant, he had to reimplant a second preconnected cylinder and pump.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the exhaust tubing of cylinder 2. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with cylinder 1. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the inlet tubing of cylinder 2 occurred subsequent to the device packaging being opened. The information received indicated the tubing separation was noticed during the implantation of the device. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, after the surgeon fully implanted the device, he closed the incision and performed one last test inflation and discovered that the cylinders would not hold fluid. The surgeon then re-dissected and pulled the preconnected cylinders and pump out. After examining the implant, he discovered there was a tubing break near the tubing/cylinder junction on the left cylinder. Due to the defective implant, he had to reimplant a second preconnected cylinder and pump.